Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Upon follow up the physician identified a decrease in overlap on patient initial implant. An angiogram was completed and confirmed there was no presence of a type 3 endoleak, but a potential type 1a endoleak was identified. The physician elected to implant an additional suprarenal extension to increase the overlap and seal the potential endoleak.